Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have kidney cancer. The patient required surgery in response to the reported event. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. After first attempt to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.   Section d1, d4, g4 were to capture which have been updated in this report and section h6 updated.

Event description:
The manufacturer received a voluntary medwatch (mw5103930) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop kidney cancer. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806.